Event description:
Customer reports to have received a motor error alarm during basal. Customer's blood glucose was 338 mg/dl which was treated with a bolus shot. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion test due to the prime anomaly. The pump passed the rewind, basic oclusion, displacement and motor tests. No motor error alarm was noted. The pump also had a cracked reservoir tube lip and minor scratches on the display window.